Event description:
On (B)(6) 2011, the customer observed a (B)(6) architect anti-hcv patient result after an initial (B)(6) result was generated when reagent lot 08013li00 was in use. The customer provided the following data of the discrepant result: (B)(6). The customer sent the discrepant patient sample for confirmation testing and a (B)(6) result was generated with the axsym method (no value provided). The customer was concerned that no error flag was generated for the duplicate retest result where one result was (B)(6) and the other result was not (B)(6) . There was no known impact to patient management due to the (B)(6) patient result.

Manufacturer narrative:
In section suspect medical device, lot #, a typographical error was made in the suspect medical device lot number. The correct lot number is 08013li00. The patient sample was not returned for evaluation by abbott. A review of labeling concluded that the issue is sufficiently addressed in the labeling. (B)(6) results cannot be excluded completely. The sensitivity data outlined in the package insert indicates that such cases occur very infrequently. A retained reagent kit of lot number 08013li00 was calibrated and the calibrations met instrument specifications and all control values met control specifications. To evaluate analytical sensitivity, two sensitivity panels (core only panel (panel a) and ns3 only panel (panel b)) were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values met specifications and the results were in the typical range and no (B)(6) results were obtained. Additionally, clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9041 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 08013li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Based on these data it was shown that the sensitivity performance is not adversely affected. Based on the evaluation of 10,624 specimens, the sensitivity was 99.10% with a 95% confidence interval of 96.77% to 99.89%. Reagent reproducibility was performed by testing 30 replicates of the positive control and all values were between 2.52 and 3.01 s/co and no (B)(6) result was obtained. Furthermore, the mean control value was statistically equivalent to a reference reagent lot. A review of the complaint records for the affected lot number did not identify any problems relating to (B)(6) patient results.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37-30 that has a similar product distributed in the us, list number 1l79. (B)(4): incorrect or inadequate result. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.